Event description:
Pt status post CABG 8/18/2000. Pt being taken to or in 2000 and while bagging pt, bagging became difficult. Suction catheter passed to r/o plug/blockage. "No problem" peep valve on ambu-bag was not allowing pt to exhale.